Manufacturer narrative:
H6. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. The target lesion was located in the right coronary artery (rca). While attempting to deliver a taxus express2 drug eluting stent of unk size, the customer reported that there was an "extreme amount of plaque. Physician was unable to cross the lesion with this device, as the device was pulled back the proximal end went back into the guide, however, the distal end would not fit into the guide. The physician pulled everything out at once and the stent dislodged in the sfa. The stent was retrieved with a snare. The lesion was dilated with a maverick and a different stent was placed successfully in the target lesion." The pt condition is reported as okay. Further info has been requested from the facility, but as of this date no info has been received.